Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd 3 ml syringe luer-lok¿ tip before use it was discovered that the luer lock is damaged, marking are not clearly visible and barrel damaged. There were 400 separate occurences reported. The following information was provided by the initial reporter: verbatim: the luer lock is damaged, marking are not clearly visible and barrel damaged.

Manufacturer narrative:
H.6. Investigation: three photos and six samples were received by our quality team for evaluation. Upon visual inspection of the photos and samples, it was observed that there was a cracked barrel, luer lock damage, and illegible scale printing; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the syringe assembly process, there is a rotary main assembly dial at the leak test station. During the transfer of the syringe product to the exerciser dial, the syringe may have tilted due to machine vibration and hit against the dial side guide resulting in a part becoming trapped/jammed. When there is product trapped/jammed at the side guide it could have resulted the sub-sequence syringe to rub against the jammed product which caused cracking on the barrel body and rubbed off the scale line. The defect could have been escapees which were failed to be removed by the production technician from the line during line clearance resulting it to flow to subsequent process.

Event description:
It was reported that the bd 3 ml syringe luer-lok¿ tip before use it was discovered that the luer lock is damaged, marking are not clearly visible and barrel damaged. There were 400 separate "occurences" reported. The following information was provided by the initial reporter: verbatim: the luer lock is damaged, marking are not clearly visible and barrel damaged.